Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the reservoir. Customer reported that the infusion set tubing is not staying connected to the reservoir. Customer reported that there is no click when the p-cap is connected to the reservoir, and the tubing eventually falls off when the p-cap releases. Customer's blood glucose at the time of the incident was 115 mg/dl. Product is not expected to return.